Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive was selected for use. During procedure, air removal was performed. Using a 20cc syringe, two syringes of blood were drawn, and after drawing a third, a small amount of blood was returned to the body. At that time, air remained inside faradrive and entered the body. The flow rate is 20ml/h with a terumo syringe pump. Air inclusion and st elevation noted. Bubbles were observed in the sheath shaft. Air was observed inside the patient. The tips of the farawave and guidewire were aligned. St elevation occurred after sheath replacement. No paralysis occurred. The farawave was replaced once with a 3d mapping catheter to draw a post-mapping. The irrigation was not interrupted. No audible sound occurred. Devices used were a faradrive, farawave, ice catheter, cs electrode catheter. The doctor thought st elevation cause was vascular obstruction and spasm due to air; it was noted in the left atrium and pulmonary vein.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation ablation, a faradrive was selected for use. During procedure, air removal was performed. Using a 20cc syringe, two syringes of blood were drawn, and after drawing a third, a small amount of blood was returned to the body. At that time, air remained inside faradrive and entered the body. The flow rate is 20ml/h with a terumo syringe pump. Air inclusion and st elevation noted. Bubbles were observed in the sheath shaft. Air was observed inside the patient. The tips of the farawave and guidewire were aligned. St elevation occurred after sheath replacement. No paralysis occurred. The farawave was replaced once with a 3d mapping catheter to draw a post-mapping. The irrigation was not interrupted. No audible sound occurred. Devices used were a faradrive, farawave, ice catheter, cs electrode catheter. The doctor thought st elevation cause was vascular obstruction and spasm due to air, it was noted in the left atrium and pulmonary vein. It was further reported that the issue only related to the 1st faradrive sheath.